Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the insulin pump batteries did not last for long. The blood glucose reading was 500 mg/dl. Blood was noted on the cannula. Insulin did exit with a manual prime. The batteries did not last longer than two hours and the battery cap was replaced. After this, the batteries still would only last three days to a week. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed hardware low level failure during self-test and was confirmed in the insulin pump history due to cold solder joint on u1 keypad assembly. However, the insulin pump passed sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within the specification range. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. The test blood glucose meter communicates properly to the insulin pump noted. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. No unexpected alarms during our testing. The insulin pump had scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.